Event description:
Device issue: difficult to deploy-thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed to be deployed at the halfway point of exchange sheath splitting. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.